Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. Return of the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported contamination on the retrieval catheter. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during preparation and before use, when the emboshield nav6 recovery catheter was pulled out of the hoop, a white powdery substance was observed at the distal end of the retrieval compartment. The device was not used and there was no patient involvement. Another nav6 was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.